Event description:
It was reported that approximately three weeks post implantation of two stents in the sfa using a contralateral approach, imaging demonstrated a severe narrowing and occlusion of the stents. Thrombolysis was successfully performed. No pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a sample eval could not be performed. This event is being reported because this device is the same or similar to one marketed in the us PMA # p070014. The investigation is currently underway. The event involves the same pt as MFR report # 9681422-2012-00031.